Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of the 6f exoseal vascular closure device (vcd) did not come out and it came out as it was. Ultimately, hemostasis was completed by manual compression. There was no reported injury to the patient. There were no unusual findings or visual damage to the indicator wire were noted prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced during advancement through the sheath, which was confirmed not to be kinked or bent. The indicator wire cowling successfully locked against the handle assembly, and an audible click was heard. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The user was trained on the device, and the device and packaging were inspected prior to use with no damage observed. The procedure was interventional, and femoral artery suitability, including appropriate insertion angle (30¿45 degrees), was verified on angiography. The device will not be returned for evaluation, it was discarded.